Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 462 mg/dl and also customer stated bg went up to 400 after changing needle and pump. The customer stated that cannula was bent. The customer also stated that changed out set and bloused bg is now going down. The customer declined further troubleshoot. The insulin pump will be returned for analysis. Frn-unk-rsvr, unomed inf set.